Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure, foreign material was found. As the 185cm kinetix guide wire was opened, a fly was noted embedded between the layers of plastic packaging. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that during preparation for an unspecified procedure foreign material was found. As the 185cm kinetix guide wire was opened a fly was noted embedded between the layers of plastic packaging. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the front portion of the kinetix product pouch which includes the product label was the only portion of the pouch received for analysis. An insect was embedded between the product label and product pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).